Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was leaking, the motor was loud, and not reaching temperature. The event occurred during testing. There was no delay in therapy. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
One device was returned for evaluation. Visual and functional testing were performed. The testing could duplicate the customer reported problem. The root cause of the issue was determined as a worn o-ring for the return tube, fluid ingression onto pcb this caused it to malfunction low temperature due to damaged microswitch. The missing orange plug and worn out of the blue grommet caused the loud motor. Pcb to correct low temperature was replaced. Top socket o-ring replaced to correct the leak and an orange plug and blue grommet for the loud motor sound were installed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.